Manufacturer narrative:
A wallflex¿ biliary rx stent and delivery system were returned for analysis. Visual examination found the stent was partially deployed. The clear portion of the sheath was accordioned and kinked. There was a buckle in the sheath at the guidewire port and there was slight damage to the guidewire port itself. No damage was noted to the blue sheath, handle, or stainless steel shaft. During product analysis, the stent could not be reconstrained using the handle. The stent appeared to be attached to the reconstrainment band. Using the handle, the stent could be deployed slightly further from the delivery device without resistance. The portion that was deployed during analysis could be reconstrained without resistance. A guidewire could be passed with some resistance just distal to the guidewire port. The delivery device was cut just proximal to the accordioned area and the stent could be fully reconstrained, without resistance by pulling the inner catheter. The stent was manually deployed by pulling the tip. There was no damage noted to the stent. The investigation concluded that the cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was used in the right hepatic portal region during placement of biliary stent procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant stricture caused by common bile duct cancer. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying a wallflex biliary rx stent but the distal part of the stent was placed out from the papilla more than the intended location. The physician wanted to reposition the stent but the stent could not be reconstrained completely. The wallflex biliary rx stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex biliary rx uncovered stent was used in the right hepatic portal region during placement of biliary stent procedure performed on (B)(6), 2015. According to the complainant, the stent was placed to treat a malignant stricture caused by common bile duct cancer. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying a wallflex biliary rx stent but the distal part of the stent was placed out from the papilla more than the intended location. The physician wanted to reposition the stent but the stent could not be reconstrained completely. The wallflex biliary rx stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.